Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the doctor said that suture breakage has been often occurred recently, and feel that it is easier to break than before when ligated. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/26/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested, but unavailable: what was the name of the procedure? Unk. What was the procedure date?unk. What is the lot number? Unk. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>suture broke when ligation was performed. What was used to complete the procedure? Another device was used. Did the event occur during one or multiple patient procedures? One what is the total number of procedures? Since it is unknown, this issue has been reported as one complaint. Have any of these events been previously reported to ethicon?no if so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s).=>this event was reported as one complaint. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)hiromi tokuyama to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.